Event description:
It was reported that bd saf-t-intima leaked at adapter tubing junction I received a piece of information, not formalized, from the vascular access team at incor, reporting that they heard in the corridors of the 6th floor that the intima product was showing some defects such as leaking. Add info received on 13 june 2025 q: could you explain the event in detail? A: as I mentioned, I heard about it from a third party. Q: could you share the material and the batch number? A: I don't have this information. Q: could you share a photo or video of the reported event? A: I don't have these records. Q: could you confirm the quantities affected? A: according to the information available, there were only two catheters. Q: could you provide the date the event occurred (dd/mm/yyyy)? R: 03/06/2025. Q: has there been any impact on patients? If so, please detail. A: yes, patient underwent a new puncture. Q: has anvisa been notified? If so, what was the notification number? A: no, the notification has not yet been made. Q: was there any damage to the device during use? If so, approximately where? A: no, there was no damage to the device. Q: has the device been used for multiple punctures? A: no. Q: was a syringe used to inject fluid through the device? A: I don't have that information. Q: where specifically did the leaking occur? A: according to the information, it was in the double extension. Q: is the sample related to this incident available for analysis? A: no, the sample is not available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.